Manufacturer narrative:
6/25/97-supplemental report #1 submitted to FDA.

Event description:
During a total abdominal hysterectomy procedure, the instrument would not open. The surgeon used another device the procedure. No pt injury was reported.